Event description:
The patient reported that her omnipod insulin delivery system was not delivering insulin as expected. The patient stated that a healthcare provider was consulted regarding the issue four days earlier; however, the issue persisted. The patient reported receiving an "exceed maximum bolus" error message when attempting to deliver meal-time boluses greater than 1 unit, preventing administration of the usual 10-unit dose. As a result, the patient was administering insulin in 1-unit increments and supplementing therapy with a backup insulin pen. The patient also reported experiencing episodes of low blood glucose (73mg/dl), which she managed by consuming candy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone12.1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.